Event description:
The reporter stated that the device tubing separated from the female luer lock. There was no reported patient injury or treatment associated with this event.

Manufacturer narrative:
Evaluation summary: device history records were reviewed for this lot which was manufactured in february of 2009. The device history records indicate that the lot was fully inspected and no issues were noted; the lot passed pull and leak testing. The suspect device was returned and evaluated. Upon examination, it was confirmed that the tubing had disconnected at a section where it had been solvent bonded. Our evaluation was unable to determine root cause, and we were unable to determine how or when the device became disconnected. In addition to the disconnected set, fourteen unused sets were also returned for evaluation. Visual examination of these identified no abnormalities or defects. The sets were subjected to a tensile load test; product specification requires the bond to withstand 4 lbs of tensile force. Eight devices failed the load test; withstanding an average of 3.14lbs.